Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy pad. The area was described as a discolored, weeping ulcer and has a smell associated with it. The patient consulted her doctor about the irritation and the patient's doctor prescribed an antibiotic, (B)(6), as well as zinc oxide cream. The final medical outcome is unknown.